Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump trace download analysis confirmed the pump alarmed power error detected. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error detected due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
The customer reported via phone call that their insulin pump had power error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer did not receive request to rewound the insulin pump. The insulin pump will not be returned for analysis.